Event description:
It was reported that a new ilet user contacted support to confirm completion of a supply change, was walked through the correct process, and had device history reviewed for site cartridges and infusion sets, with all steps completed that day; the user¿s glucose at the time of the call was 183 mg/dl, and education was provided regarding how the ilet doses insulin for meals, elevated glucose, and that the ilet adapts over time. Investigation of this case revealed no device alarms or malfunctions and no component failures, with use of the device early in the learning period and potential user education needs identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.